Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, a malfunction alarm occurred. The customer contacted a healthcare provider to obtain alternate insulin therapy. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.